Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level ranged from 126-127 mg/dl. Customer declined further follow up to confirm if customer was able to successfully charge the pump using a secondary wall power adapter.